Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had an impella 5.5 pump placed to support the patient admitted in for postcardiotomy cardiogenic shock/ low cardiac output syndrome. During implant, the team attempted placement of impella 5.5 but the case was aborted due to patient anatomy. The pump was inserted but unable to make a turn from the axillary artery to the aorta.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult vascular anatomy preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.